Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4). The customer's reported issue through the received medwatch indicates that the reported incident and device failure occurred with the "quick connect" device used with the oxygen hose. The "quick connect" device is not manufactured by carefusion and at this time, the brand and manufacturer of this device is unknown, that information has been requested from the customer. At this time, there is no known failure with the operation of the ventilator involved.

Event description:
It was reported through a received medwatch that a patient from a long term care facility was brought to a radiology department by an ambulance crew. When the crew members disconnected the oxygen delivery pressure tubing from the oxygen tank connector, the metal end of the connector failed and the spring loaded section separated from the rest of the connector, making it unable to be connected to the extension pressure tubing presently connected to the wall oxygen supply. The situation was immediately recognized and a bag valve mask was used to ventilate the patient and was connected to the wall flow meter to provide supplemental oxygen. The biomedical engineering department was contacted to replace the entire pressure line of the ventilator. From the time of the incident starting to the time that the repair was completed was approximately 11 minutes. The patient was placed back on the ventilator for the rest of the procedure and returned to the long term care facility without further incident. There was no patient harm or injury.